Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. Customer disconnected from the pump and supplies; therefore, troubleshooting with tandem technical support was unable to be performed. There was no reported impact to customer's blood glucose level.